Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of zelante thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for use in a venous thrombectomy procedure. The device was loaded into the pump, primed and started working in thrombectomy mode for 27 seconds. A "saline error" was displayed. The device was re-primed, reset and tried again multiple times; however received the same error. Another of the same device was used to complete the procedure. There were no patient complications and the patient status is fine.